Event description:
(B)(6) study. It was reported that arrhythmia occurred. Prior to the index procedure, heparin or other anticoagulant was given and the subject was not on a prior regimen of aspirin and other antiplatelet medication at the time of index procedure. The subject received loading doses of 324 mg aspirin and 300 mg clopidogrel. A lotus introducer was placed and the aortic valve was treated with subsequent deployment of a 27 mm lotus edge valve. Successful repositioning of the lotus edge valve involved partial re-sheathing in the delivery system catheter and deployment into a more accurate position within the aortic annulus, in accordance with the instructions for use. One (1) day post index procedure, electrocardiogram (ECG) revealed 2nd degree atrioventricular (av) block mobitz I along with prolonged pr interval, nonspecific intraventricular conduction delay and borderline repolarization abnormality. Of note, balloon valvuloplasty was not performed during index procedure. The event led to prolongation of hospitalization. Medications were administered and electrophysiology consultation recommended a new pacemaker implantation placement due to type I, second degree av block. Two (2) days post index procedure a new dual chamber accolade MRI permanent pacemaker was implanted successfully. Three (3) days post index procedure, repeat ECG revealed atrial sensed ventricular paced rhythm and no further analysis were attempted due to paced rhythm. The event was considered resolving. The subject was discharged at home.